Event description:
I have been having a series of avastin injections with various side effects including bleeding, pain and a few floaters. However, on this injection in (B)(6) 2017, I had severe pain, bleeding, and a sudden "spray" of countless small round floaters that appeared in my eyes. These floaters have not gone away. My vision is impaired, and the retinal specialist told me last week ((B)(6) 2017) that they look like silicone floaters. He has discussed surgical removal and the risks. He told me that it is due to the method of delivery in the syringe, and that the syringes have now all been changed. However, I have permanent floaters and he would not use avastin on me again because of the side effects. Dose or amount: 1 injections, frequency: every 6-8 wks, route: injection into eye. Dates of use: (B)(6) 2017. "Event abated after use stopped or dose reduced: no.